Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI. The patient's head was wrapped as recommended by cochlear. Additional information has been requested but has not been made available as of the date of this report.